Event description:
It was reported that the patient experienced left arm deep vein thrombosis the week following implant. An ultrasound was performed and the patient was started on oral blood thinners. The thrombus is believed to be related to the implant procedure and the implanted leads. The leads remain in use. The patient was a participant in the (B)(4) study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant products: competitor implantable pacing lead (B)(6) 2013; 4298 implantable pacing lead (B)(6) 2013.(B)(4).